Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used during a procedure performed in the ureter for kidney stones on (B)(6) 2021. On february 22, 2021, during routine follow-up, it was found that the stent was encrusted on the outside and a wire could not pass through it. The stent was removed and there was bleeding upon removal due to the encrustation. No treatment was provided for the bleeding. The stent was successfully removed and a new stent was implanted. The patient's condition at the conclusion of the procedure was reported to be stable.